Manufacturer narrative:
A review of ab_ID plate is listed below: crrid: well: d01, donor: (B)(6), reaction strength: 8, visual interpretation: nice tight negative button; e01, (B)(6), 5, nice tight negative button; g01, (B)(6), 3, nice tight negative button. Crrid extend I: well: a01, (B)(6), reaction strength: 6, visual interpretation: nice tight negative button; c01, (B)(6), 10, nice tight negative button; d01, (B)(6), 10, nice tight negative button. Confirmed the reactivity of the c antigen on retention capture-r ready-ID (crrid) lot id133 and capture-r ready-ID extend ii lot dn043 using manual capture with anti-c lot 6d420 (1:250 dilution). Confirmed the reactivity of the c antigen on retention capture-r ready-ID (crrid) lot id135 using manual capture with anti-c lot 6d420 (1:250 dilution). Retention products performed as expected. Confirmed the reactivity of the c antigen on return capture-r ready-ID (crrid) lot id133 and lot id135 using manual capture with anti-c lot 6d420 (1:250 dilution). The investigation did not identify a product deficiency.

Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient had a known anti-c that was missed by the instrument. The sample was re-tested and again resulted negative.